Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found water droplets coming from the sight glass. The technician replaced the sight glass, tested the unit, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water leaking from the sight glass of their amsco 600 sterilizer causing damage to the floor below. No report of injury.